Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user experienced high and low blood glucose readings of 18 mmol/l, 19 mmol/l, and 2.4 mmol/l. The customer treated their high blood glucose readings with insulin bolus from their pump and treated their low blood glucose with glucose intake. The user did not allege the insulin pump was under or over delivering insulin. Troubleshooting was completed for over and under delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.